Event description:
It was reported to medtronic minimed that a callback was made to the customer regarding a previously reported high blood glucose (bg) event. The event involved product(s) 78893-01,mmt-342,mmt-441ak,mmt-1884. The high bg that kept rising, with a bg value of 123 mg/dl (previously elevated for more than four hours), which was managed with a manual injection. The customer has type 1 diabetes and was using the minimed 670g/770g/780g system with auto mode/smartguard active at the time of the event. No further troubleshooting or product replacement is required. No further patient complications were reported. 78893-01,mmt-342,mmt-441ak,mmt-1884 were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.